Event description:
The affiliate reported that after implantation of the valve, the surgeon tried to check the direction of the csf flow. The csf did not flow from the reservoir to the right as expected. As a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the problem reported by the customer could not be confirmed. The valve was visually inspected and no defects were noted. The valve and the siphon guard were irrigated and no occlusions were noted. The device was also tested for leaks, programming and pressure and passed the tests. No dysfunction of the valve was found. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.